Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities in the manufacture of the reported lot number. Preventive maintenance, calibration, and equipment were reviewed and no abnormality observed that could have influenced the issue. Conclusion - bd was not able to confirm the customer's indicated failure mode. Without a sample an absolute root cause cannot be determined. Of note, CAPA (B)(4) has been opened to address safety shield disengagement. If samples are returned in the future, an investigation will be performed and a supplemental report will be filed.

Event description:
It was reported that the nurse gave a flu shot injection using the suspect device. When activating the safety mechanism, the purple shield came off and left the needle exposed. No needle stick injury occurred.